Event description:
It was reported that the light from the device goes out during cases. It was further reported that there wasn't any time frame given on when this happens.

Manufacturer narrative:
Additional information will be provided once investigation is completed.